Event description:
It was reported that thrombosis occurred. On (B)(6) 2015, a left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was implanted. On (B)(6) 2021, prior to a planned tavi procedure, a thrombus was found on the device via transthoracic echo (tte). The device was in its original position and was sitting properly with no leak. Since the patient had an unclear anemia, no oral anticoagulation was prescribed. The patient was placed on aspirin. This was noted to be an incidental finding with no effect to the patient.